Event description:
Customer reported that she had high blood glucose due to her reservoir was leaking insulin into the insulin pump reservoir compartment. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 490 mg/dl. Customer stated that she was vomiting and lost conscious prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Inspected two sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leaks or o-ring defects were found during test.inspected one opened and used reservoir. Performed a visual inspection and found a large crack on the side of the reservoir. Reservoir leaks.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-92730.